Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. According to the patient, on (B)(6)2026, the patient experienced loss of consciousness. He was brought to the hospital in an unconscious state by an unknown party. The patient declined to provide further information about the event. A review of performance data shows that the patient experienced three instances of prolonged signal loss around the alleged incident date of (B)(6)2026. No other issue which could be interpreted as a "sensor issue that dragged on for multiple hours" was observed. Although signal loss was found, it is unclear whether these instances align with the patient's allegation as the patient either did not reach critically high or low levels during the signal loss or was already receiving alerts for high or low readings prior to the onset of signal loss. The patient's estimated glucose values around the date of incident reached 366 mg/dl at the highest point and 78 mg/dl at the lowest point. Without additional event information from the patient, the complaint is undetermined. The root cause of the reported incident could not be determined. No additional patient or event information is available.